Event description:
Voluntary medwatch form received notes that a patient developed an infection at the pocket site. The patient experienced erosion and discomfort. The implantable pulse generator system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5152683 and mw5152684.